Event description:
A patient was revised to address the migration of an avs anchor c self-drilling screw at c5 approximately two months after implantation.

Event description:
A patient was revised to address the migration of an avs anchor c self-drilling screw at c5 approximately two months after implantation.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.